Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they alleged for possible insulin under delivery which lead to high blood glucose. Customer¿s blood glucose was 286mg/dl and sensor glucose was 158mg/dl. Customer stated that meter was showing blood glucose of 286mg/dl, insulin pump was showing 186mg/dl and tester displayed 235mg/dl. Sensor had inaccurate readings that triggered threshold suspend alarm and customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer also reports that they had air bubbles of her pinky nail size which was noticed during troubleshoot for high blood glucose. Customers stated that large bubble was two hand widths away from the start of the insulin pump. Customer declined to continue the troubleshoot for high blood glucose. Products will not be return for analysis.